Event description:
The report stated that during a total colectomy, the ligasure impact was not sealing properly with a confirmed end tone. Another impact handpiece was opened and it sealed properly.

Manufacturer narrative:
The incident device was returned to covidien lp (formerly valleylab) and found to function within specification. Add'l tissue testing was done by performing multiple seals of various sizes. All seals were completed satisfactorily. See attached memorandum for add'l info.